Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient identifier unknown / not provided. Age and date of birth unknown / not provided. Weight unknown / not provided. Lot number unknown / not provided. PMA/510(k) number unknown / not provided.

Event description:
It was reported that the dental implant fractured. Implant remains in place.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The reported dental implant was not returned. Since product has not been returned, visual/functional inspection could not be performed. The investigation has been performed based on the available information. The product experience report (per) indicates that the patient has a history of clenching, which could lead to fracture. The reported product was located on tooth sites 15 and used for approximately 20 years prior to the notification date. The customer has returned x-rays of the reported item. The implant is noted to be fractured at the external hex. Subject matter expert (sme) review of the x-ray reveals that signs of bone loss were present. A device history record (DHR) review could not be performed with the lot number provided by the customer. Complaint history review was performed for the reported lot number for similar event and no other complaint was identified. Complainant reported that the implants fractured. Bone loss was also observed as part of the event. The reported fractured implant, and bone loss complaint were confirmed based on review of the returned x-rays. The product was not physically returned. A definitive root cause for this complaint could not be determined. The following sections have been updated: g4: date received by manufacturer . H3: device evaluated by manufacturer: change ¿no' to 'yes' . H6: evaluation codes.